Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading elevated to 600 mg/dl after she received repeated loss of prime warnings from 4 pm to 6 pm and could not administer a bolus dose via the animas pump. She was able to lower her blood glucose to 369 mg/dl with 25 units of insulin via syringe by the end of the call to animas. During troubleshooting, the loss of prime warnings was resolved after she changed out the entire site and infusion set. After clearing the loss of prime warnings, the patient received a call service alarm which stopped the insulin delivery once again. This complaint is being reported because, the patient had elevated blood glucose readings above 500 mg/dl after she was unable to take bolus insulin via the animas pump due to repeated loss of prime warnings.